Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Related complaints: (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The patient reported experiencing 7 sensors related issues that led to medical intervention for diabetic ketoacidosis (dka). This report pertains to five of the seven unspecified events. On approximately january 2025, the patient experienced unspecified sensor issues that led to unspecified medical treatment for dka. No other information was provided during this report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.